Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. Hyperglycemia began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or other issue associated with a supply change resulting in inadequate insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user completed a supply change. Following the supply change, the user's cgm glucose rose and remained elevated for over 24 hours. The user's blood glucose peaked at 1350 mg/dl. The user performed ketone testing, which returned a result of 6.3. The patient drove themselves to the hospital on (B)(6) 2024 and was admitted for dka. They received an insulin drip as treatment. The user was discharged on (B)(6) 2024. The user reported other pre-existing conditions, including congestive heart failure, stage 4 kidney disease, and high blood pressure.